Event description:
It was reported to tyco health care/kendall in early 2008 that a customer had a problem with a umbilical vessel catheter. Customer reported that the catheter broke at the hub, which resulted in leakage of the catheter.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.